Manufacturer narrative:
It was documented on (B)(4) 2016 that the complainant part was returned to the manufacturer for evaluation on (B)(4) 2015. Product investigation summary: four metallic fragments were received for evaluation. All of the fragments are approximately 2.0mm-3.0mm in size. Due to the size of the fragments, the exact devices that they might have been part of are unknown. This complaint is unconfirmed since we are unable to ascertain the origin of the metallic fragments. The fragments were inspected under magnification and they were not able to be identified. One of the fragments has flutes like a screw, but the exact device cannot be determined. The remaining fragments were unable to be matched to a specific implant. Therefore, it cannot be determined if these fragments were ever part of a synthes device. Due to the condition of the returned devices, and since no product design or manufacturing related issue was identified, review to the specific design or manufacturing assessments is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) screws broke during implantation for an open reduction and internal fixation (orif) procedure. There were three tiny pieces of screws that were retrieved; however portions of both screws remained in the patient. The surgeon cut the screws off as close the bone as possible. Surgery was extended by about thirty (30) minutes. No medical intervention was required and the broken screws did not result in a reoperation. The surgery was completed successfully. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on february 8, 2016. The surgeon reported that the two screws broke at the cruciform recess and that no pre-drilling was performed for any of the screws.